Event description:
A report was received that the lead was producing high impedances and the patient was experiencing shocking sensations. It was believed that there was something defective about the lead. The patient was scheduled for a revision to replace the lead but during the procedure the physician determined that it was not safe to replace the lead due to too much bleeding.